Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion, stomach pain and dizziness. Concurrent conditions included obesity since (B)(6) 2016, gerd since (B)(6) 2016, hypothyroidism since (B)(6) 2015, otitis externa, ear pain, ear infection, nose congestion, ear discharge, multiple allergies, influenza, diabetes mellitus, chronic pain, antinuclear antibody positive, headache, vitamin b12 deficiency, acne vulgaris, genital bleeding, menometrorrhagia, bronchitis, cardiomegaly, airway complication of anesthesia, pneumonia, thyroid disorder, tuberculosis, (B)(6), muscle weakness, back pain, constipation, rectal pain, cramp in lower abdomen, cesarean section, stool analysis, dyspnea, cervicitis, serositis, paratubal cyst, mucinous cyst of ovary, scar, total spinal block, enterolysis and pain chest. Concomitant products included pantoprazole from (B)(6) 2017 to (B)(6) 2019 for gerd, levothyroxine since (B)(6) 2015 for hypothyroidism, ethinylestradiol;norgestimate (tri-cyclen) from (B)(6) 2015 and norethisterone acetate (norethindrone acetate) from (B)(6) 2016 to (B)(6) 2018 for menstrual cycle management as well as aripiprazole (abilify) from (B)(6) 2016, azithromycin from (B)(6) 2015, budesonide from (B)(6) 2015 to (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, cetirizine hydrochloride (cetrizine) from (B)(6) 2017, formoterol from (B)(6) 2015 to (B)(6) 2016, ibuprofen (motrin), ibuprofen since (B)(6) 2016, levosalbutamol from (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) and salbutamol (albuterol) since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced uterine adhesions ("uterine and bladder adhesions to the anterior abdominal wall") and abdominal adhesions ("uterine and bladder adhesions to the anterior abdominal wall"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2015 and supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved, the vaginal haemorrhage, anxiety, depression, migraine, nausea, fatigue, weight increased, uterine adhesions and abdominal adhesions outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal adhesions, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, uterine adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: fatigue, migraine, menorrhagia, dysmenorrhea, anxiety, depression, abdominal pain, dyspareunia, abdominal adhesions, nausea and uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. New events added: abnormal bleeding (vaginal, menorrhagia), anxiety, depression & mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, fatigue, weight gain, uterine and bladder adhesions to the anterior abdominal wall. Onset date were updated. Reporters information were updated. Date of removal was added. Medical history,concomitant conditions and concomitant drugs were added. Lab test was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion, stomach pain, dizziness and c-section. Concurrent conditions included obesity since (B)(6) 2016, gerd since (B)(6) 2016, hypothyroidism since (B)(6) 2015, otitis externa, ear pain, ear infection, nose congestion, ear discharge, multiple allergies, influenza, diabetes mellitus, chronic pain, antinuclear antibody positive, headache, vitamin b12 deficiency, acne vulgaris, mole changes, menometrorrhagia, bronchitis, cardiomegaly, airway complication of anesthesia, pneumonia, thyroid disorder, tuberculosis, methicillin-resistant staphylococcus aureus sepsis, muscle weakness, back pain, constipation, rectal pain, cramp in lower abdomen, multiple caesarean sections, constipation, dyspnea, cervicitis, serositis, paratubal cyst, mucinous cyst of ovary, scar, total spinal block, enterolysis and pain chest. Concomitant products included pantoprazole from (B)(6) 2017 to (B)(6) 2019 for gerd, levothyroxine since (B)(6) 2015 for hypothyroidism, ethinylestradiol;norgestimate (tri-cyclen) from (B)(6) 2015 to (B)(6) 2015 and norethisterone acetate (norethindrone acetate) from (B)(6) 2016 to (B)(6) 2018 for menstrual cycle management as well as aripiprazole (abilify) from (B)(6) 2016 to (B)(6) 2016, azithromycin from (B)(6) 2015 to (B)(6) 2015, budesonide from (B)(6) 2015 to (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, cetirizine hydrochloride (cetrizine) from (B)(6) 2017 to (B)(6) 2017, formoterol from (B)(6) 2015 to (B)(6) 2016, ibuprofen (motrin), ibuprofen since (B)(6) 2016, levosalbutamol from (B)(6) 2015 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) and salbutamol (albuterol) since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/psych injury/psychological or psychiatric problems condition: anxiety"), depression ("depression/psych injury/psychological or psychiatric problems condition: depression/mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced uterine adhesions ("uterine and bladder adhesions to the anterior abdominal wall") and abdominal adhesions ("uterine and bladder adhesions to the anterior abdominal wall"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation with hydrothermablation on (B)(6) 2015 and supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, fatigue and weight increased had resolved, the vaginal haemorrhage, anxiety, depression, migraine, nausea, uterine adhesions and abdominal adhesions outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal adhesions, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, uterine adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- right tubal ostia 5 coils, left tubal ostia 4 coils visualized. As per pfs, plaintiff did not undergo essure confirmation test. She received treatment for menorrhagia (heavy menstrual bleeding, psych injury, fatigue, weight gain, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: fatigue, migraine, menorrhagia, dysmenorrhea, anxiety, depression, abdominal pain, dyspareunia, abdominal adhesions, nausea and uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received-new reporter, insertion details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion, stomach pain and dizziness. Concurrent conditions included obesity since (B)(6)2016, gerd since (B)(6)2016, hypothyroidism since (B)(6)2015, otitis externa, ear pain, ear infection, nose congestion, ear discharge, multiple allergies, influenza, diabetes mellitus, chronic pain, antinuclear antibody positive, headache, vitamin b12 deficiency, acne vulgaris, mole changes, menometrorrhagia, bronchitis, cardiomegaly, airway complication of anesthesia, pneumonia, thyroid disorder, tuberculosis, methicillin-resistant staphylococcus aureus sepsis, muscle weakness, back pain, constipation, rectal pain, cramp in lower abdomen, multiple caesarean sections, constipation, dyspnea, cervicitis, serositis, paratubal cyst, mucinous cyst of ovary, scar, total spinal block, enterolysis and pain chest. Concomitant products included pantoprazole from (B)(6)2017 to (B)(6)2019 for gerd, levothyroxine since (B)(6)2015 for hypothyroidism, ethinylestradiol;norgestimate (tri-cyclen) from (B)(6)2015 to (B)(6)2015 and norethisterone acetate (norethindrone acetate) from (B)(6)2016 to (B)(6)2018 for menstrual cycle management as well as aripiprazole (abilify) from (B)(6)2016 to (B)(6)2016, azithromycin from (B)(6)2015 to (B)(6)2015, budesonide from (B)(6)2015 to (B)(6)2016, bupropion hydrochloride (wellbutrin) since (B)(6)2015, cetirizine hydrochloride (cetrizine) from (B)(6)2017 to (B)(6)2017, formoterol from (B)(6)2015 to (B)(6)2016, ibuprofen (motrin), ibuprofen since (B)(6)2016, levosalbutamol from (B)(6)2015 to (B)(6)2015, oxycodone hydrochloride;paracetamol (percocet) and salbutamol (albuterol) since 2006. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/psych injury"), depression ("depression/psych injury"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6)2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced uterine adhesions ("uterine and bladder adhesions to the anterior abdominal wall") and abdominal adhesions ("uterine and bladder adhesions to the anterior abdominal wall"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6)2015 and supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, fatigue and weight increased had resolved, the vaginal haemorrhage, anxiety, depression, migraine, nausea, uterine adhesions and abdominal adhesions outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal adhesions, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, uterine adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, plaintiff did not undergo essure confirmation test. She received treatment for menorrhagia (heavy menstrual bleeding, psych injury, fatigue, weight gain, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: fatigue, migraine, menorrhagia, dysmenorrhea, anxiety, depression, abdominal pain, dyspareunia, abdominal adhesions, nausea and uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event fatigue, weight gain outcome updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.